Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the planned non-emergency coronary treatment, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was malfunction with the flexvision pc. During troubleshooting, the fse found that there was issues with the flexvision pc. The fse replaced the flexvision pc, hdd and reloaded software in flexvision pc and tsm (touch screen module) and modified the x90 cabling. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system failed boot up successfully. The system was not in clinical use. There was no reported patient or user harm.